Event description:
Paramedics responded to a person, condition unknown. The device was connected to the patient with ECG electrodes and a 3-lead patient ECG cable for cardiac monitoring. According to the reporter, approximately 7 minutes into the call, the device displayed a service light and the ECG display disappeared. No adverse affects to the patient were reported as a result of the alleged malfunction.